Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Event description:
Additional information was provided that the device was later explanted and will be returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that two different programmers and programmer wands were used. A magnet was placed over the device and no magnet tones were audible. Technical services (ts) discussed several other troubleshooting options. No adverse patient effects were reported. Additional information was provided that the device was not able to be interrogated and was scheduled for explant.